Manufacturer narrative:
The results of the investigation concluded that the catheter passed all electrical and mechanical testing. No visual anomalies were noted. The device met specifications prior to release from sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4) the device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.

Event description:
During a left atrial tachycardia procedure, a tamponade occurred. Approximately forty-five minutes post procedure, a drop in atrial pressure was noted and an echo revealed a tamponade. A thoracotomy was completed to treat the perforation in the coronary sinus at the ostium of a lateral branch. The patient was discharged in stable condition. There were no performance issues with any sjm device.